Event description:
This procedure was performed in (B)(6): protege everflex in sfa, on (B)(6) 2007, the pt presented at the hosp for a 6 months follow-up. According to physician stent fractures were visible on x-ray. Duplex showed the stent is not patent, the pt had moderate claudication complaints. No intervention is planned at the moment.

Manufacturer narrative:
A compact disc was received with x-ray images of the deployed stent. The images received for eval indicate that the deployed stent exhibited a fracture. The fracture was within a region of stent elongation which induces chronic stress on the struts of the stent and has been associated with premature strut fractures.